Event description:
Leica biosystems received a complaint regarding failure of a tissue staining run. Info provided by the complainant when notifying leica biosystems of this complaint indicated that the slides which were being stained on slide staining assembly (ssa) 3 were "destroyed". On (B)(6) 2014, leica biosystems received further info that sufficient tissue was available to prepare add'l slides to repeat the staining for all cases involved. Investigation of this complaint be leica biosystems is in progress.